Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red burning sensation on their skin after a red light radiation treatment. The patient's nurse allowed the patient to remove the device. The patient's doctor said it might be due to an allergy, but the patient reports no known allergies. The patient was given a prescription of fenistil from their physician. During a follow-up, it was reported that the patient's irritation improved after using the prescribed fenistil.